Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received keyboard anomaly. Customer¿s blood glucose was 154 mg/dl. Customer states they arrow button did not respond. Customer also stated that they most of the buttons did not respond often and it was difficult to press them. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no menu button response due to corroded keypad traces. Unable to perform the self test and displacement test due to no button response.